Manufacturer narrative:
The patient's date of birth is (B)(6). The complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(6). Study source - (B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2016 as part of the (B)(6) clinical study. This complaint is being reported based on the event of asthma requiring unknown medication to treat. On (B)(6) 2016 the patient was admitted to the hospital as planned by the physician for the bronchial thermoplasty treatment. On (B)(6) 2016 the patient underwent the third bronchial thermoplasty procedure performed in the right/left upper lobe of the lungs. No issues noted with the device. According to the complainant, on (B)(6) 2016 the patient developed asthma that was treated with steroids and an additional medication. The exact type of drug that was administered or increased to treat the patient's asthma was not reported. It was not necessary to extend the patient's hospitalization due to this event. On (B)(6) 2016 the patient recovered from asthma. On(B)(6) 2016 the patient was discharged from the hospital.